Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a dreamstation bipap autosv. The device was returned to a third party service center. During visual inspection of the device, corrosion was found in device. This report is being submitted for the corrosion was found in device during service. The device was found to have contamination described as connector oxide. No evidence of foam particles was observed within the device. There was no allegation of serious or permanent harm or injury. The device was scrapped. No medical intervention was required for the patient.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap autosv h/ht/c, ds unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.